Manufacturer narrative:
Follow-up #1: date of submission 02/06/2015. Device evaluation: the cartridge has not been returned to animas. A retain sample from the same lot of cartridge was tested by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the retain cartridge was performed. No damage or defects were noted. A fill test, a force test and a leak test were performed on the retain sample and it met passing criteria. The cartridge force readings were confirmed to be within specifications; no failures related to the loss of prime complaint were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A review of incoming inspection record indicated that the lot met release criteria.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump would not prime. During troubleshooting, customer technical support walked the reporter through completing a rewind, load, and prime sequence, and the reporter was unable to complete the prime step. The reporter noted that the pump still would not prime after changing the infusion set, but the pump was able to be primed after changing the cartridge. The reporter confirmed that cartridges were being used per instructions for use. Reportedly, there were no alarms associated with the alleged prime issue. This complaint is being reported because troubleshooting indicated a potential issue with the cartridge. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the cartridge was returned to animas and tested by product analysis on 03/18/2015 with the following findings: a visual inspection of the returned cartridge was performed. No damage or defects were noted. A fill test and a force test were performed on the returned product and it met passing criteria. The cartridge cycled properly and no issues were found filling the cartridge. The cartridge force readings were confirmed to be within specifications; no failures related to the unable to prime complaint were noted.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.